Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different patient samples collected from the same patient using vitros tsh reagent on a vitros 5600 system, when compared to a result obtained from one of the samples tested with a non-vitros method. The assignable cause of the event is unknown; however, an unknown sample interferent that affects the vitros tsh assay but not the non-vitros method cannot be ruled out. In addition, a transient vitros tsh reagent issue could not be ruled out as a contributing factor, though a vitros 5600 instrument malfunction could be.

Event description:
The customer complained that lower than expected vitros tsh results were obtained from two different patient samples collected from the same patient using vitros tsh reagent on a vitros 5600 system, when compared to a result obtained from one of the samples tested with a non-vitros method. Sample 1 result: 0.106 miu/l vs expected 1.278 miu/l. Sample 2 result: 0.101 miu/l vs expected 1.278 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The result obtained from patient sample 1 was reported outside of the laboratory, however the physician questioned the result and no treatment was given, changed, or withheld. There was no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).